Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted due to the dislodgement there was high sensing and high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.